Event description:
It was reported that the patient developed a blood infection. The cardiac resynchronization therapy pacemaker (crt-p) system was removed and a temporary pacemaker was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.